Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a possible over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing; the event administration set was not returned for this investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The right (male) inter-unit-interface (iui) connector was observed with corrosion on multiple pins. In addition, corrosion was observed inside of the rear case. These finding are noted as incidental, not related to the reported complaint. All inspected parts were manufactured by bd. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. A review of the pcu event log, prior to the reported event date, identified a basic infusion was programmed on (B)(6) 2025; at 1:59 pm a basic infusion was programmed with the following parameters: rate: 183 ml/hr, volume to be infused (vtbi) of 250 ml, with a primary volume infused (pvi) of 0.0 ml. At 3:23 pm infusion was completed with a pvi of 250.022 ml. And six (6) seconds later the vtbi was updated to 50 ml. At 3:28 pm the rate was updated to 250 ml/hr and the vtbi was updated to 75 ml with a pvi of 267.126 ml. At 3:33 pm the rate was updated to 300 ml/hr with a pvi of 284.685 ml. At 3:41 pm the vtbi was updated to 50 ml with a pvi of 325.674 ml. Between 3:49 pm and 3:50 pm the pump alarmed air in line two (2) times, with a pvi of 368.427 ml. At 3:52 pm infusion was completed with a pvi of 375.699 ml. At 3:55 pm pump module was channeled off with a final pvi of 375.7 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information t receives either manually or remotely with respect to volume to be delivered. A review of the pcu and pump module error logs showed no records associated to the reported incident. Alaris system user manual (v 9.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported possible over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, a1801, a0404, c23, c0601, d01, d15, d11, g0301201, g04037, g04067, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an investigational medication was prepared in prefilled normal saline 250 ml bag. The volume of medication added was equal to volume of normal saline removed. Preparation was double checked. Following infusion of the medication, the pump indicated a volume of 375.7 ml was infused including 29 ml flush, however it should have been a total volume of 279ml infused. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an investigational medication was prepared in prefilled normal saline 250 ml bag. The volume of medication added was equal to volume of normal saline removed. Preparation was double checked. Following infusion of the medication, the pump indicated a volume of 375.7 ml was infused including 29 ml flush, however it should have been a total volume of 279ml infused. There was patient involvement however no patient harm.